Event description:
During a laparoscopic cholecystectomy procedure, the ligaclip appliers were used and instead of clipping tissue, it scissored the tissue. Surgeon was able to repair tissue and the ligaclip applier was removed and replaced with another. (B)(6).